Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during central processing, the mega suturecut needle driver instrument had a broken wire. There were no reports of patient involvement. Isi followed up with the initial reporter however, additional information could not be provided regarding event details.